Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d4, d8, h4. The device was not returned to olympus for inspection, threfore, the reported failure was not confirmed and a probable cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cysto-nephro videoscope could not flex. It was reported that there was no deflection and it locked. The event occurred during a diagnostic cystoscopy procedure. The procedure was delayed by less than thirty minutes. The procedure was completed with the same device. There were no reports of patient harm.